Event description:
It was reported by the customer, accucath guidewire broke off and was stuck inside the patient's arm. Unable to obtain IV access, requiring multiple more attempts.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed, but the root cause could not be determined. One 18 ga accucath ace was returned for evaluation. An initial visual observation of the returned accucath ace device revealed abundant blood use residues throughout the device. The safety mechanism was observed to be engaged, but the distal needle tip was not completely enclosed inside the accucath ace housing. The guidewire was observed to be advanced and sticking out at an angle. It was observed that the guidewire was coming out of the flash notch of the needle shaft. The complaint of a damaged guidewire is confirmed, but the root cause could not be determined. Possible causes of failure may include insertion techniques or other unknown clinical factors. This complaint will be recorded for future trending and monitoring purposes.